Event description:
It was reported patient underwent an open reduction, internal fixation left proximal tibia procedure on (B)(6) 2013. During the procedure, the surgeon placed the screw in the shaft of the tibia plate but it measured too long. As the surgeon attempted to remove the screw, it stripped. The surgeon had to utilize pliers and enter on the medial side to reverse the screw. As a result, there was a 45 minute delay and the surgeon used another screw to place in the plate.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - n/a. Date explanted - n/a. Manufacture date - unknown. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. ("Depuy") on (B)(4) 2012 ("closing date"). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.)